Manufacturer narrative:
The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphadenopathy.

Event description:
Patient reported right side "capsular fibrosis", baker grade unknown, "pain", "enlarged lymph nodes" and "feeling unwell." Device remains implanted.